Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with a fractured anchor but no suture strings. The proximal end of the anchor was fractured away and was not returned. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a hip joint labrum repair surgery, the osteoraptor anchor pulled out after being implanted and when the suture knot was tightened. The procedure was completed with a smith and nephew back up device using the original drilled bone hole with a surgical delay less than 30 minutes. No void left to the patient and no further complications were reported.